Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas with contact detach infusion, with a highest blood glucose of 333 mg/dl and levels above range since early morning until returning to range later that day; the user had recently changed supplies, completed a fill tubing process with insulin delivery resumed, and attributed the event to food intake and stress, with no pump or infusion site issue identified and no back-up therapy or ketone testing performed. Symptoms included hyperglycemia without acute complications. Outcomes included temporary disruption to glycemic control without hospitalization or medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction or infusion set failure identified during troubleshooting. It was concluded that the event involved hyperglycemia with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.